Event description:
It was reported by the rep that the device was used during a total proctocolectomy. It was reported the tx30b was fired across distal rectum and transection with a knife occurred on proximal side. When the surgeon went transanally to complete end to end anastomosis, he found the stump to be open. He then hand sewn the rectum shut and completed an ileostomy. The anastomosis could not be completed. The surgeon diverted to an ileostomy.